Manufacturer narrative:
Failure analysis determined that the insulin pump was not able to prime during the prime a33 test due to faulty force sensor resistor. There were no compromised force sensor system alarms noted. The pump was received with a missing end cap sticker, cracked battery tube threads, scratched lcd window and a broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the customer's mother via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 78 mg/dl. During troubleshooting, the drive support cap appeared to be normal. The customer's mother stated that the drive support cap had not been pressed while her son was connected to the pump. The customer's mother was advised that the possible cause of the compromised force sensor system occurred during seating the force sensor, which did not detect the reservoir. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The pump was returned and analysis was completed. Nothing further reported.